Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient developed staphylococcus aureus infection at the ipg site. It was noted that the patient might be allergic to the implant. Patient was treated with antibiotics and steriods.

Event description:
A report was received that the patient developed staphylococcus aureus infection at the ipg site. It was noted that the patient might be allergic to the implant. Patient was treated with antibiotics and steroids.